Event description:
It was reported that during central processing, the fully articulating catheter was not functioning. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The fully articulating catheter has been returned and evaluated by the failure analysis (fa) team. The catheter was tested for continuity and air leak and passed. Visual inspection was performed and found no damage to the catheter insulation. The vision probe was used to inspect the inside of the catheter shaft, and no liner damage was found. The catheter was found to have dirty fibers on the sensor connector. Upon inspection, a heat stake anomaly was identified on all five of the welded pegs that hold the board in place. It appears that these pegs were not fully compressed during heat staking. During primary failure analysis, it was observed that the material edges were peeling. Given that the adhesive edges were peeling due to the excess adhesive failure mode, there was a potential for fragments to fall into the patient if this failure mode were to recur. Further, inspection during primary failure analysis identified peeled excess loctite that was no longer observed during advanced failure analysis, indicating it had become detached.